Event description:
It was reported that, about a week after a pump implant, the patient's starting dose was "too much" for the patient. The patient experienced a feeling of drowsiness, and their physician was not sure if that was caused by the patient's sleep apnea or the drug, so he elected to "back off on the drug," and they lowered the pump to a minimum rate. The old drug concentration of 20mg/ml dilaudid was going to be removed and replaced with a new, lower drug concentration of dilaudid; however, the patient's physician reviewed the bridge bolus and opted to leave the current drug and current concentration as is. The patient was noted to be on a stable dose and be doing fine.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician product ID 8709sc, serial# (B)(4), product type catheter. (B)(4).